Manufacturer narrative:
Technician recalibrated all the functions and found that they were all working properly with no problem found.

Event description:
Complaint alleged that the head would not go up.